Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the surgeon noticed the broken locking wire of the constrained acetabular inserts on the x-rays on (B) (6) 2010. Afterward, the insert came off from the ad cup. Therefore, the surgeon performed a revision surgery on (B) (6) 2010."